Event description:
The customer reported that while the unit was in use on a pt, the unit experienced a system failure. The unit was power cycled off and on; the unit then generated an "electrical test code 64" alarm. The pt was switched to another unit and therapy was continued. No pt injury was reported.